Event description:
It was reported that the wake button was not working. Reportedly, the wake button was difficult to press and requires multiple presses to activate display. The customer¿s blood glucose level was not impacted. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.